Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was awake from normal anesthesia after the surgery. They experienced to symptoms, and were discharged normally with no extended hospitalization. The event was not considered life-threatening. The devices were prepared as indicated in the instructions for use (IFU). After the coil detached, radiography showed that there was no obvious adverse effect, and the coil was filled in the follow-up, and the surgery was completed normally. No detachment attempts had been made, and the coil detached on its own. Postoperative angiography showed that the coil was stable, did not move, and the artery was unobstructed with no thrombosis. The surgeon judged that there was no need for stent assistance or other additional interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that detached prematurely. The patient was undergoing a coil embolization procedure to treat an aneurysm in the initial segment of the left middle cerebral artery (mca) with subarachnoid hemorrhage (sah). It was reported that the coil was the third to be used in the procedure. The coil detached prematurely with about 0.5cm length of the coil in the parent artery. The coil was stable without movement and the artery was unobstructed with no thrombosis. It was noted the patient experienced delay in treatment related to the event which was noted as a serious injury due to the pre-existing sah.